Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the fiber became unusable after 20 minutes as the tip broke. It was indicated that the broken part did not detach inside the patient. A second fiber was used to complete the procedure with no clinical consequences to the patient. It was note that the fiber was in good condition after unpacking and preparation.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported allegation of fiber tip break was confirmed as the analysis identified a glass cap distal circumferential fracture. A distal circumferential has the potential for forward firing. It is probable that the circumferential fracture occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited mild debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures and glue failure. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. The metal cap exhibited mild charred debris adhesion on its surface, indicative of heavy tissue contact during procedure. The glass cap exhibited mild devitrification at the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that there were no signs of breakage along the length of the fiber and the aim beam was observed at the output window. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the fiber became unusable after 20 minutes as the tip broke. It was indicated that the broken part did not detach inside the patient. A second fiber was used to complete the procedure with no clinical consequences to the patient. It was note that the fiber was in good condition after unpacking and preparation.